Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
During a coronary procedure, a diamondback coronary orbital atherectomy device (oad) and viperwire guide wire were used to successfully treat a lesion in the right coronary artery (rca). An attempt was then made to treat a second, highly calcified, highly stenosed, distal lesion. Glideassist mode was used to place the oad at the target lesion, the guide wire started to retract, and the physician was unable to re-advance the guide wire. The oad was removed, and another unsuccessful attempt was made to advance the guide wire. The guide wire was removed, and the tip of the guide wire remained in the vessel. Attempts were made to snare the fragment; however, they were unsuccessful, and the guide wire fragment remained in the patient. The patient remained hemodynamically stable throughout and after the procedure, and there was good timi flow in the vessel at the end of the procedure.

Manufacturer narrative:
The reported guide wire was received at csi for analysis. The guide wire was fractured at the proximal solder bond, and the spring tip was not returned. There was no other damage visually observed on the guide wire. Scanning electron microscopy revealed rotational and torsion marks on the fracture. This damage is consistent with the oad spinning into the spring tip, and the root cause of the oad making contact with the spring tip is user error. At the conclusion of the device analysis, the reported event of the guide wire fracture was confirmed. The viperwire instructions for use warns, "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip." The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control. Requirements. Csi ID# (B)(4).